Event description:
It was reported the patient was receiving random surges in stimulation. X-rays did not reveal any anomalies. The sjm representative met with the patient and determined the ipg was shallow. When the ipg was palpated, the patient would experience the surge in stimulation. Follow up identified the physician planned to undertake surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.